Event description:
Pt was diagnosed with stress incontinence and underwent implantation of a sparc urethral sling. Subsequently, pt experienced infection, vaginal erosion, pain, inability to have intercourse, and continued incontinence.